Event description:
Storz cystoscope lens: patient was placed on the or table, anesthesia administered and pt was prepped. Staff began to start up storz cystoscope equipment -camera, light source, fluids, etc-. No picture noted on video screen. Light source checked and was functioning with no problem. Light cord functioning. Checked lens and was able to see through lens, however, would not transmit light. Involved lens is only 6 months old. Defective lens - delayed surgical case.